Manufacturer narrative:
Unit received with missing retainer ring and reservoir tube lip o-ring. Unit received with partially broken off piece at the reservoir tube lip due to dog chew marks. Unable to perform displacement test and p-cap / reservoir will not lock properly due to missing retainer. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump's retainer ring was damage. The customer stated that the reservoir was able to lock into place. Customer stated that her dog chewed on it when she was in the shower. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.